Event description:
A baxter service technician reported finding a flo-gard infusion pump in which the back-up buzzer failed to alarm during the self-test. This condition occurred during device evaluation. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of back-up buzzer failed to alarm during the self-test. The root cause of this condition was determined to be a defective back up audible alarm printed circuit board assembly. The audible alarm assembly was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.